Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose level at the time of the incident was 209 mg/dl. The customer was disconnected during prime. The drive support cap was not damaged. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the basic occlusion test due to moisture damage inside the force sensor resistor. The insulin pump passed the stop current test, run current test and displacement test. Analysis was unable to confirm prime anomaly or perform the self test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, stained end cap sticker, minor scratched and cracked display window.